Event description:
Report 1 of 2. It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found giving molecular false positive results. No patient impact was reported. The following has been provided by the initial reporter: did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): 2 molecular false positives for two different patients. If yes¿was patient treatment changed in result of erroneous results (provide details): no change in treatment reported. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? N. If yes¿detailed hazard including any medical intervention :n/a. · what organisms grew? Patient 1 - strep b. · what was seen in the gram stain? Patient 1- gpcc. · was the discrepant result reported and was there any treatment change as a result? Results were reported but no change to treatment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found giving molecular false positive results. No patient impact was reported. The following has been provided by the initial reporter: did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 2 molecular false positives for two different patients. If yes¿was patient treatment changed in result of erroneous results (provide details): no change in treatment reported. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? If yes¿detailed hazard including any medical intervention :n/a. What organisms grew? Patient 1 - strep b. What was seen in the gram stain? Patient 1- gpcc. Was the discrepant result reported and was there any treatment change as a result? Results were reported but no change to treatment.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november -30th. H.6 investigation summary: customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.